Manufacturer narrative:
(B)(4). The device was not available for evaluation. The root cause was undetermined. This complaint was not confirmed in the lab due to a lack of sample. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.the root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed a follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during fill 1. The home patient (hp) got a low drain alarm in the initial drain and the hp bypassed it to fill 1 and then patient was getting a check your position alarm. The hp had not checked drain volume before bypassing. The last fill volume (lfv) was equal to 1500ml and drain volume (dv) was equal to 3ml. The current fill volume (fv) was equal to 91ml. The technical service representative (tsr) put hp in to manual drain to drain some more. The drain volume was only going up in increments of 1 or 2 at a time. The tsr had the hp close and reopen transfer set, remove all tape from exit site, go from sitting to standing, pull up on lines coming out of the machine, and check the line for closed clamps, kinks, air and fibrin. The hp stated that there were large gaps of air in the patient line. The tsr assisted hp to end therapy, so hp could setup with new supplies. The tsr explained that they should never bypass unless they called the tsr or their peritoneal dialysis (pd) registered nurse (rn) and it had been determined that they were empty. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. During follow up call made by baxter on (B)(6) 2011, the hp stated the air that was seen in the line did not go inside of her and she noticed her registered nurse (rn) know about this occurrence. The hp was not prescribed any medication as a result of this event. The hp believed they left the patient line clamp closed when they primed the machine. The hp did not notice any visible damage or abnormalities with the cassette or bags that were in use. The samples have been discarded and lot number is unknown. The hp was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.